Event description:
It was reported that the autopulse resuscitation system indicated a user advisory message of ua30 (error communicating with fan controller) after approximately 30 seconds. There was no report of patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.